Event description:
It was reported that tip damage occurred. The target lesion was located in the deep vein of left lower limb. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, it was noted that the system alerted " please check the saline pipeline, the saline was filled " error. After restarting, the alarm still occurred, and the machine could not continue to work. It was observed that the catheter tip was damaged, and the steel wire in the catheter protruded from the damaged part of the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: visual inspection of the returned device revealed that the device tip was kinked and the hypotube appeared to be detached at the jet heads and was protruding from the tip intake holes. The waste bag was also cut on one of its corners. The device not able to prime and issued an under-pressure "check saline supply" error. The extent of the device damage was examined under microscope. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the complaint was completed and confirmed that the event of tip - damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unintended use error caused or contributed to event". The timing of the tip damage was stated to be during the use of the device inside the patient. The event, therefore, likely occurred due to inadvertent user damage while manipulating the device during use such by as pulling or pushing against resistance or excessively torquing the catheter while trying to reposition it.

Event description:
It was reported that tip damage occurred. The target lesion was located in the deep vein of left lower limb. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, it was noted that the system alerted " please check the saline pipeline, the saline was filled " error. After restarting, the alarm still occurred, and the machine could not continue to work. It was observed that the catheter tip was damaged, and the steel wire in the catheter protruded from the damaged part of the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.